Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced mediastinitis. There were 2 lesions biopsied. Lesion #1 was in right middle lobe and was 5.2 cm in size. Lesion #2 was in right upper lobe and was 2.5 cm in size. Staging utilizing endobronchial ultrasound was not performed. Per the physician, there were no issues with the ion system, instrument, or accessory. The patient was hospitalized and required multiple surgeries to address the mediastinitis, but has now been discharged home. The diagnosis obtained from pathology for both lesions was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.